Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a kit cobas 6800/8800 sars-cov-2/flu 384t assay. A customer from switzerland alleged discrepant results for 4 patients¿ samples using the kit cobas 6800/8800 sars-cov-2/flu 384t assay. Patient samples were collected using swab and viral transport media. The customer confirmed there was no allegation of harm to the patients. The positive results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Four (4) mdrs will be filed, one for each patient, as per FDA guidance.

Manufacturer narrative:
These values are at or below the lod of the assay indicating that the samples in question could be low titer samples . There is no robust growth in the curves. Lod samples are expected to waver between positive and negative results upon retests and is within the expectations of the assay. We also cannot rule out the possibility of a contamination event occurring during the sample prep of those tested with the 6800. Updated to reflect that retesting was performed on the cobas 6800 platform. (B)(4).